Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post op/pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itchy everywhere all day everyday"), rash ("rashes"), genital haemorrhage ("blood clot size of hand"), abdominal distension ("bloating"), inflammation ("inflammation"), carpal tunnel syndrome ("carpel tunnel"), alopecia ("my shower hair fallouts have just started to lesson") and cyst ("cysts in groin area"). The patient was treated with surgery (essure removal surgery, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, genital haemorrhage, abdominal distension, inflammation, carpal tunnel syndrome and cyst outcome was unknown, the pruritus had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, carpal tunnel syndrome, cyst, genital haemorrhage, inflammation, pelvic pain, pruritus and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post op/pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itchy everywhere all day everyday"), rash ("rashes"), genital haemorrhage ("blood clot size of hand"), abdominal distension ("bloating"), inflammation ("inflammation"), carpal tunnel syndrome ("carpel tunnel"), alopecia ("my shower hair fallouts have just started to lesson"), cyst ("cysts in groin area") and arthralgia ("severe hip pain both left and right"). The patient was treated with surgery (essure removal surgery, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, genital haemorrhage, abdominal distension, inflammation, carpal tunnel syndrome, cyst and arthralgia outcome was unknown, the pruritus had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, carpal tunnel syndrome, cyst, genital haemorrhage, inflammation, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case the following were reported via social media- hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event severe hip pain both left and right was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post op/pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itchy everywhere all day everyday"), rash ("rashes"), genital haemorrhage ("blood clot size of hand"), abdominal distension ("bloating"), inflammation ("inflammation"), carpal tunnel syndrome ("carpel tunnel"), alopecia ("my shower hair fallouts have just started to lesson") and cyst ("cysts in groin area"). The patient was treated with surgery (essure removal surgery, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, genital haemorrhage, abdominal distension, inflammation, carpal tunnel syndrome and cyst outcome was unknown, the pruritus had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, carpal tunnel syndrome, cyst, genital haemorrhage, inflammation, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and pruritis, rash, carpal tunnel syndrome , genital bleeding, inflammation, pelvic pain, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal pt was updated to pelvic pain and other blood clot hand size, inflammation, carpal tunnel syndrome, rashes were added. On 23-mar-2020: content received from social media. New reporter added. On 23-mar-2020: social media received: new event my shower hair fallouts have just started to lesson were added. New reporter were added on 23-mar-2020: social media content received: reporter added. Event cysts in groin area was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('post op/pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("itchy everywhere all day everyday"), rash ("rashes"), genital haemorrhage ("blood clot size of hand"), abdominal distension ("bloating"), inflammation ("inflammation"), carpal tunnel syndrome ("carpel tunnel"), alopecia ("my shower hair fallouts have just started to lesson") and cyst ("cysts in groin area"). The patient was treated with surgery (essure removal surgery, hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, genital haemorrhage, abdominal distension, inflammation, carpal tunnel syndrome and cyst outcome was unknown, the pruritus had resolved and the alopecia was resolving. The reporter considered abdominal distension, alopecia, carpal tunnel syndrome, cyst, genital haemorrhage, inflammation, pelvic pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and pruritis, rash, carpal tunnel syndrome , genital bleeding, inflammation, pelvic pain, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy everywhere all day everyday"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pruritus had resolved. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: medical device removal and pruritis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.